Event description:
Limited information was provided. Clinical data collection site reported the patient underwent surgery for a right parieto-occipital craniotomy. Duramatrix onlay plus (dmop) was used during surgery (surgery date not provided). Patient developed perforated diverticulitis 4 days following the initial surgery, resulting in the need for sigmoid colectomy and ostomy creation. The perforated diverticulitis may have contributed "to odd presentation of delayed and deep wound infection with mrsa" at 7 weeks post op. Also at 7 weeks postop, patient required wound washout including craniectomy and dmop removal for superficial and deep would infection. The patient also received gamma knife radiation one month postop. No further event information or information related to patient status or patient outcome was provided.

Manufacturer narrative:
Additional quality control testing of samples is pending.

Manufacturer narrative:
Additional quality control testing of reserve product showed the product met acceptable sterility and ph criteria.